Manufacturer narrative:
(B)(4). Date sent: 6/10/2024. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the analysis showed the knife wings were broken off. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. The device was sent to cincinnati for additional evaluation. Upon arrival in the rd materials lab, one endocutter knife with broken wings was received in the rd materials lab. The fracture surfaces of the wings were examined using the scanning electron microscope (sem). The fracture surface on both sides shows typical ductile shear. There is also smear damage to the fracture surface that likely occurred after the fracture as the knife moved. The secondary analysis in cincinnati confirmed that the knife wings were broken off. Device history review: a manufacturing record evaluation was performed for the finished device batch number 446c00, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/20/2024. D4: batch # 446c00. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the analysis showed the knife wings were broken off. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 446c00, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished plee60a, with lot/batch number a9d450, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the second blue magazine, the stapler cut perfectly, but did not clamped at all. No patient harm nor significant delay.